Event description:
The pt reportedly has experienced a decrease in performance. External equipment and programming adjustments have been made; however, this did not resolve the issue. Surgery to explant the pt's device is under consideration.